Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was attempted to be implanted. The patient underwent a routine change out procedure and after pocket closure this device and right ventricular (rv) lead exhibited loss of capture with a 5-6 second pause noted. The pocket was reopened as the lead did not appear to be fully inserted in the device header. External pacing for support was unable to capture. This rv lead was tested via pacing system analyzer (psa) and high out of range pacing impedance measurements were observed along with loss of capture. This lead was surgically abandoned and a new lead was implanted, however the lead could not be inserted into the device header. This device was not used and a new device was successfully implanted. No additional adverse patient effects were reported.